Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 opened sample submitted for evaluation. The reported issue of discolored was not confirmed upon inspection and testing of the samples. Analysis of the samples showed that there was minor discoloration near the catheter tip holes. The discoloration is a result of our laser hole cutting process, and some amounts of discoloration is expected. The samples underwent our internal testing to see if the catheters had the acceptable amount of discoloration by the catheter tip holes. All samples passed this testing and are within manufacturing specifications. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva diffusics 22g x 1.00 in had catheter is discolored. It was reported by customer that catheter tip is brown in color. Verbatim: catheter tip is brown in color.